Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and confirmed. During power up and testing, the device found error code 50 on the screen display and indicate a problem with e-clip assembly or water damaged. However, the device passed all functional testing and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issues. Recommended to re-install software as preventive measure and clear the error code. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump had a system fault error. No adverse patient effects were reported.